Manufacturer narrative:
This report has been identified as b. Braun internal report #(B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities in 2016 for prontosan wound irrigation solution were over 3.2 million units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. No samples were sent for analytical investigation. No batch number is available. Without the sample and/or lot number, further evaluation is not possible. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
The incident was reported from the lareb side effect (B)(6) health care inspectorate: a (B)(6) year old patient developed an anaphylactic reaction (red skin rash, dyspnoea, hypotension 87/51mm hg) after administration of prontosan fluid for irrigation. There is no information available regarding therapeutic intervention or outcome of the patient.